Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op diagnosis: bilateral paravaginal defect, enterocele, cystocele, and rectocele. Name of procedure: bilateral paravaginal defect repairs, transvaginal enterocele repair, bilateral sacrospinous ligament fixation, posterior repair. Staged interstim sacral nerve implant performed on (B)(6) 2009. Pre-op and post-op diagnosis: urgency, frequency, urge urinary incontinence. Insertion of twin ipg performed on (B)(6) 2009. Pre-op and post-op diagnosis: urgency, frequency. Excision of ipg performed on (B)(6) 2009. Pre-op and post-op diagnosis: infected ipg. Removal of sacral leads performed on (B)(6)2009. Pre-op and post-op diagnosis: urgency, frequency. Excision of vaginal mesh, excision of sebaceous cyst, skin biopsy of an area of warty excrescence. Performed on (B)(6) 2015. Pre-op diagnosis: eroded vaginal mesh, sebaceous cyst.